Manufacturer narrative:
Device evaluation results ? One level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked enclosure and tank cover. The unit also had an outdated pcb, power switch, and front cover. The customer reported product problem (bad motor) was confirmed during testing. The pump was not pumping water at the required rate. The product source of the faulty pump was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) has a bad motor. No patient injury or complications were reported in relation to this event.